Event description:
It was reported that this right atrial (ra) lead exhibited noise. The noise was able to be reproduced with pocket manipulation and arm rotation. The physician planned to explant and replace the lead. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).